Event description:
It was reported that there was thermal event and the device emitted smoke.

Manufacturer narrative:
The device was thrown away at the end of the procedure therefore, it was not returned. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: battery-pack was smoking. Probable root cause for smoke smell or flames coming from device: 1. Insulation melting. 2. Excessive cauterization. 3. User error. 4. Nonconforming electrical components. Probable root cause for heat: 1. Material/design error. 2. User error. The reported failure mode will be monitored for future reoccurrence. Initial reporter phone and initial reporter postal code has been added.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was thermal event and the device emitted smoke.